Event description:
It was reported the analyzer readings were not consistent. The programmer and analyzer were returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency, head (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; able to access analyzer functions as required when tested and readings observed were consistent. No anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.